Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while impacting trial femur on to trial, the femur was broken into 2 pieces. All pieces were retrieved from the patient and surgery was not delayed.

Manufacturer narrative:
(B)(4). Investigation summary ==> examination of the returned confirmed the reported breakage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.